Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 366 mg/d, 101 mg/dl and 175 mg/dl when all tests were performed within 10 minutes on the active s system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.